Manufacturer narrative:
Visual insp confirmed the head failure. Technical discussion with other users determined that this kind of damage may occur if the guide k-wire is not introduced straight into the bone. In this situation there is a conflict between the cannula shape and the guide wire shape causing the drill bit distal head to break. Historical data also determined this was an isolated incident. The root cause is suspected to be user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective look back of complaints resulting from the acquisition of memometal technologies by stryker corp.

Event description:
The distal extremity of the cannulated drill bit has failed. (Opened) there was no adverse consequence to the pt.